Event description:
Upon automatic insertion, the sensor failed to insert properly, harming me physically and leaving me without glucose readings. I followed all instructions, pressed the button on the insertion device, removed the insertion device, leaving the sensor attached to my skin. The wire, which is the sensor part of the device, that should have been under my skin, was sticking out the back/top of the sensor, in the air and not under my skin. This left me bleeding from the failed insertion and needed to replace the 10-day medical device.